Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic on insulin pump buttons had come loose and rendering the buttons impossibly hard to use. Customer's blood glucose value was unknown. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to corroded keypad traces. Unable to perform displacement and self tests due to the keypad anomaly. Device had cracked battery tube threads, cracked keypad overlay, cracked case corner of belt clip rails. Device p-cap / test reservoir locks in place properly.